Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart of a patient (age & gender unknown) the device was unable to obtain an ECG signal with electrodes attached. A second set of pads were obtained and they were unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. The history log indicates that there may have been a problem with poor electrode to patient coupling, however the electrode pads were not returned to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.